Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our french affiliate, during a transfemoral procedure, leakage of the delivery system was noted.

Manufacturer narrative:
Further investigation of this event revealed this event was previously reported under manufacturer report no. 2015691-2016-01591. As such, the information submitted under manufacturer report no. 2015691-2016-01864 is a duplicate report. Any additional information pertaining to the reported event will be submitted under manufacturer report no. 2015691-2016-01591.